Event description:
Power port was confirmed by chest x-ray to have fractured with distal fragment within the right atrium. Successful retrieval of the catheter fragment from the right heart on [redacted].